Manufacturer narrative:
E.1 initial reporter facility: (B)(6). D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the download was delay after updating to 1.8. A field service engineer (fse) changed the speed and duplex settings in the network configuration to 100 mbps half duplex. A laptop was used to remotely dial into the device while standing in front of it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, download delayed after device updated to 1.8 version. Download delay for four days. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.